Event description:
It was reported by service report that the latch handle was broken exposing sharp edges. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Evaluation result: latch handle.